Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over-infusing magnesium sulfate was not confirmed through a review of the device logs and was not replicated during laboratory testing. Results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Testing could not be performed on the administration set as it was not returned for investigation. A review of the suspect pump module error logs showed no malfunctions on the reported date. The pcu event log showed that on (B)(6) 2025 at 2:48 pm, a remote IV message was received for suspect pump module s/n: (B)(6) with the following infusion details: secondary infusion; drug ID: 757 (allegedly magnesium sulfate); rate=50 ml/h; volume to be infused (vtbi)=50 ml: duration=3600 seconds (1 hour). The user confirmed the infusion details and selected start. Primary volume infused (pvi) secondary volume infused (svi) at the start of the secondary infusion were recorded as 3.618 ml and 0 ml respectively. At 2:53 pm the user selected the unit only to subsequently select confirm two times. At 3:14 pm the user channeled off the unit. Pvi=3.618 ml; svi=21.707 ml. The bd alaris system user manual states the following warnings for secondary infusions: secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line. The secondary infusion set must be primed prior to beginning the secondary infusion. The secondary solution container must be higher than the primary solution container. When programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures that the entire secondary volume infuses at the correct rate. The clamp on the secondary infusion set must be opened. If the clamp is closed, the fluid is delivered from the primary container. ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is possible that there was a back check valve failure with the primary administration set, however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing magnesium sulfate was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that magnesium sulfate IV was ordered to infuse over one (1) hour. However, the infusion was completed in five (5) minutes instead. The facility's biomed performed preventive maintenance on the suspect pump module and per report, it "failed on both patient occlusion pressure and rate accuracy, but marginally (values 6.8psi and 11.50cc)." There was patient involvement but no harm. Bd received additional information on 10 october 2025. It was reported that the facility's biomed conducted a preventive maintenance on the device used at the time of the event. Per report, the device "failed on 2 parameters as follows: 1) the patient-side occlusion measured slightly below the threshold of 7 psi and pressure calibration reset did not change that; and 2) the rate accuracy measured slightly below the accepted interval around 12cc. This would normally be corrected by rate calibration, but I did not do it." The requested additional event information has not been provided to date. Bd received additional information on 16 october 2025. It was reported that the event occurred on 23 september 2025 between the hours of 1448 and 1454. The magnesium sulfate IV was a routine order secondary infusion, the rate was 50ml/hr., the total dose/volume was 2,000mg magnesium sulfate in 50ml. Normal saline was infusing via primary line at 500ml/hr. When asked if the secondary bag (magnesium sulfate) was hung higher than the primary bag using extension hanger, the customer response "yes". When asked if the clinician observe any fluids backing into the primary bag (signs would include primary bag appear fuller or more volume, drip chamber is filled/full), the customer's response was "no". Per report, the 50ml magnesium sulfate IV was infused in six (6) minutes. The secondary infusion was set-up using bbraun secondary IV set (with universal spike and spin-lock connector IV bag hanger).

Event description:
It was reported that magnesium sulfate IV was ordered to infuse over one (1) hour. However, the infusion was completed in five (5) minutes instead. The facility's biomed performed preventive maintenance on the suspect pump module and per report, it "failed on both patient occlusion pressure and rate accuracy, but marginally (values 6.8psi and 11.50cc)." There was patient involvement but no harm. Bd received additional information on 10 october 2025. It was reported that the facility's biomed conducted a preventive maintenance on the device used at the time of the event. Per report, the device "failed on 2 parameters as follows: 1) the patient-side occlusion measured slightly below the threshold of 7 psi and pressure calibration reset did not change that; and 2) the rate accuracy measured slightly below the accepted interval around 12cc. This would normally be corrected by rate calibration, but I did not do it." The requested additional event information has not been provided to date. Bd received additional information on 16 october 2025. It was reported that the event occurred on 23 september 2025 between the hours of 1448 and 1454. The magnesium sulfate IV was a routine order secondary infusion, the rate was 50ml/hr., the total dose/volume was 2,000mg magnesium sulfate in 50ml. Normal saline was infusing via primary line at 500ml/hr. When asked if the secondary bag (magnesium sulfate) was hung higher than the primary bag using extension hanger, the customer response "yes". When asked if the clinician observe any fluids backing into the primary bag (signs would include primary bag appear fuller or more volume, drip chamber is filled/full), the customer's response was "no". Per report, the 50ml magnesium sulfate IV was infused in six (6) minutes. The secondary infusion was set-up using bbraun secondary IV set (with universal spike and spin-lock connector IV bag hanger).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.